Event description:
It was reported that (2) lcsc5 were used during a laparoscopic hysterectomy procedure. It was reported by the rep that the blade went to solid tone during procedure. Replaced blade with a third lcsc5 and completed the procedure. There was no consequence to pt.